Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an adc freestyle libre sensor scan result that was lower than a reading obtained on an unspecified blood glucose meter and a laboratory result. It was reported the customer experienced dehydration and extreme vomiting and obtained a sensor scan result of 123 mg/dl compared to a blood glucose result of 369 mg/dl. Customer self-presented to a hospital where a laboratory result of 398 mg/dl was obtained and she was diagnosed with hyperglycemia and provided unspecified treatment. The customer further reported having a loss of consciousness. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving an adc freestyle libre sensor scan result that was lower than a reading obtained on an unspecified blood glucose meter and a laboratory result. It was reported the customer experienced dehydration and extreme vomiting and obtained a sensor scan result of 123 mg/dl compared to a blood glucose result of 369 mg/dl. Customer self-presented to a hospital where a laboratory result of 398 mg/dl was obtained and she was diagnosed with hyperglycemia and provided unspecified treatment. The customer further reported having a loss of consciousness. There was no report of death or permanent injury associated with this event.